Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2016, product type: catheter. : analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Information was provided by a healthcare provider via a manufacturer¿s representative regarding an implantable intrathecal pump intended to deliver an unknown drug, indicated for non-malignant pain and chronic lower back pain. It was reported that the pump was explanted due to the elective replacement indicator (eri) and the catheter had dislodged. No patient symptoms were reported.

Manufacturer narrative:
Analysis of the catheter revealed the catheter/catheter body was incorrectly assembled or sutured. Analysis of the pump found pump battery high resistance/lab failure. Interrogation of the device revealed it contained baclofen and morphine. The previously applied results code and conclusion code no longer applies. The results code and conclusion code refers to the catheter. The results code and the conclusion code refers to the pump. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.